Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed. No issues were detected during the manufacturing of potentially associated lots gd893560, gd893743 and gd893990. Should additional information become available, a follow-up report will be submitted.